Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, genital haemorrhage, abdominal distension, pelvic pain, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, genital haemorrhage, abdominal distension, pelvic pain, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.